Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was "head error". The device was manufactured on 2008-04-30. The review of the non-conformities during the period of 2008-04-30. To 2020-11-24 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. According to the service order 43515884 dated on 2020-11-12 the "head error" occurred during the renewal of the ultrasonic contact cream. A getinge service technician could not reproduce the "head error" regarding defective parts. As a precaution the 70101.1681 rfc flow measure board and the 70103.4666 lemo rfd master connector have been replaced. The rotaflow has been tested. All tests were passed. The device is back in clinical use. Based on this the reported failure "head error" could be confirmed. The following most possible root cause could be determined for the head error: the head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. Furthermore, the instructions for use of the rotaflow system, see rotaflow instruction for use, instructions for use / 4.2 / en / 13, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported failure "head error" occurred during patient treatment. The device was directly involved in the event and not able to meet its specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The rotaflow displayed the error message "head error" during treatment. The device has been exchanged with another one.